Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no unexplained rebooting events. Data relevant to the alleged event date was overwritten due to extended continued pump use. A battery compartment crack was observed. A battery cap was not returned with the pump. A test battery cap could secure properly to the pump and the pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a no power issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.